Event description:
It was reported the device was overheating during testing conducted at the manufacturer. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.